Event description:
It was reported that (1) device was used during a colectomy. It was reported by the affiliate that bleeding was found after firing the cdh25 instrument (amount of bleeding is not available). The surgeon put some overstitches to stop the bleeding. The device was discarded.